Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600307 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were stuck in the stapler during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared to be misaligned. The returned sample appeared used as there was biological material present on the device. The stapler was returned with 24 staples left in the cartridge indicating that at least 11 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement, a staple was fired but it was unable to properly form. This was repeated three more times with the same result. After the fourth staple was fired, no more staples fired from the device. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool properly. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects other remarks: observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. Four staples were able to be fired but none of them formed correctly due to the misalignment of the staples. The remaining staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 24 staples left in the cartridge indicating that the stapler was fired at least 11 times by the end user. No errors could be found in the assembly to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples were stuck in the stapler during use. The patient's condition was reported as fine.